Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain, cloudy effluent and increased weakness. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin and ceftazidime (1 gm, intraperitoneal, frequency and duration were not reported) for peritonitis. Treatment with vancomycin was discontinued on the same day. 15 days after the event onset, treatment with ceftazidime and pd therapy were discontinued. The patient was switched to hemodialysis. At the time of this report, the patient has recovered from the event. No additional information is available.